Event description:
A pt presented to her physician with pelvic pain 1 year post essure placement procedure. The physician performed a bilateral salpingectomy and removed the essure micro-inserts. The physician reported that the devices appeared to be in the proper location and were intact. The physician attributed the pt's pain to the essure micro-inserts. The physician has not had f/u with pt so it is unk if the pt's pain resolved following essure micro-insert removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.